Manufacturer narrative:
Eval: the product was not returned to datascope for eval. The item was discarded by the hosp. (This follow-up MDR was mailed to the FDA on 5/12/98).

Event description:
The iab leaked upon insertion. On 4/15/98, datascope was notified that the iab was discarded and would not be returned for eval. [Event complications]: unk-reported 1/5/98. [Pt's current status]: unk-rpt'd 1/5/98.